Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was exhibiting noise. An x-ray was performed and no anomalies were seen. The patient presented to the clinic for further assessment, and it was observed that the right ventricular (rv) lead was contributing to the noise. The rv lead was explanted. The patient was fine.